Event description:
Per the audiologist, in 2008, the pt fell while in the bathtub and hit his head. After the incident the pt could no longer hear with the cochlear implant sys. Testing at the clinic could not establish any communication with the implant. An x-ray done four days prior, confirmed the internal magnet was not dislodged and in correct position. Explantation/reimplantation surgery is recommended but had not been scheduled at the time of this report.

Manufacturer narrative:
.